Manufacturer narrative:
The device was received fully deployed. The data showed no alarms, timeouts or drive stalls. No damages or deficiencies were found during the investigation that would have caused a dislodge, therefore the cause of the event cannot be determined. No other damages or deficiencies were observed; the device functioned as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient's mother that despite delivering corrections the patient had been taken to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels reached 309 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia, nausea, vomiting, abdominal pain, fever (temperature of 99.5) and the presence of ketones. Pod was removed at the hospital when patient's bg level had reached 314 mg/dl; mother reported upon removal, it appeared that the cannula may have dislodged from the infusion site (arm). The patient was treated with an insulin drip, intravenous fluids, and zofran (1 tablet) for nausea. He was released the following day.